Event description:
It was reported that the health care professional (hcp) experienced difficulty retrieving data from this cardiac resynchronization therapy pacemaker (crt-p). Technical services (ts) was consulted and provide guidance on interrogating the device; however, data retrieval continued to fail. A field representative later noted the device had entered safety mode. The patient fainted, fell, and suffered a cut to the back of the head. Device replacement was recommended. This device was explanted and successfully replaced. No additional adverse patient effects were reported. This device has not been returned for analysis.

Manufacturer narrative:
This product was explanted and was not returned. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the health care professional (hcp) experienced difficulty retrieving data from this cardiac resynchronization therapy pacemaker (crt-p). Technical services (ts) was consulted and provide guidance on interrogating the device; however, data retrieval continued to fail. A field representative later noted the device had entered safety mode. The patient fainted, fell, and suffered a cut to the back of the head. Device replacement was recommended. This device was explanted and successfully replaced. No additional adverse patient effects were reported. This device has not been returned for analysis.